Event description:
Caller reported a comparison today, while feeling symptoms of hypoglycemia, of 148 mg/dl on aviva system 1, 74 mg/dl on aviva system 2 within 10 minutes. No treatment was reported for the incident. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).